Event description:
This patient had reconstructive mammoplasty in octomber, 1985. She was well to october, 1991 when she experienced low grade fevers along with fatigue. She also developed arthralgia of both elbows and knees. Because of the fatigue she went to part-time work and finally quit work in april, 1992. She has reynal's iga deficiency and the gallium scan shows inflammation in both breast and knees areas. The patient had a bilateral perirposthetic capsulectomy with removal of the implants. Both implants were intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.